Event description:
The customer reported to a baxter representative a condition of an intermate disposable solution delivery system that was alleged with leaking of the solution into the reservoir instead of the bladder during filling of the device. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) evaluation summary: the actual sample was received for evaluation. During visual inspection of the sample it was noted that the film-wrap was missing, which confirmed the reported condition. The root cause of the leak was determined to be the missing film-wrap. In order to address this issue manufacturing improvements and training were implemented. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue was investigated through CAPA.